Manufacturer narrative:
The factory has not yet received the device for eval and this complaint is still under investigation.

Event description:
The distributor reported a battery vented during a demonstration. It caused a shutdown of the device because there was no back-up battery in the unit. There was no pt involvement.